Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported for the last couple months prior to report the patient said that something wasn¿t right with their stimulator. It was stated they delayed a while so the patient could have back surgery and had the device checked after that. The patient was told their battery had depleted. It was noted the patient was initially told the battery would last 5-10 years but it only lasted under two years. Reportedly, the patient¿s implantable neurostimulator (ins) was replaced two days prior to report. It was noted the battery was placed too high. It was also reported the patient¿s settings had to be increased several times because they weren¿t getting symptom relief at first. Additional information from the healthcare provider stated they attempted to interrogate the device on (B)(6) 2014 and the battery was found to be dead at that time. It was noted the patient¿s battery was changed on (B)(6) 2014 and the patient was doing well. The healthcare provider stated the patient felt better with high settings which therefore caused more rapid battery depletion. It was reported there were impedances greater than 4000 ohms on multiple electrode pairs.